Event description:
The pt was revised because the locking ring came out of the shell.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations pertaining to any additional pts since their release for distribution. It is known that the locking ring lot ch8bg1 was implanted during the primary surgery and not replaced as part of a previous revision surgery for this pt. Per consultation with depuy engineering and surgical technique, this device should be replaced at any time a revision requires insertion of a new liner. Its use for a second liner may have been a contributing factor in it now not remaining properly engaged with the acetabular cup. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.